Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at min rate and bupivacaine at 10mg/ml at min rate via an implantable pump. The indications for use was non-malignant pain and chronic low back pain. It was reported that a motor stall initially occurred on (B)(6) 2017 at 15:17. The patient was found "down" at home with an apparent cardiac event on (B)(6) 2017. The motor stall recovered (B)(6) 2017 and stopped again the same day. Per the logs a motor stall occurred on (B)(6) 2017 at 15:17 and a motor stall recovery occurred on (B)(6) 2017 at 4:10. A motor occurred on (B)(6) 2017 at 10:34 with a stopped pump period may exceed tube set on (B)(6) 2017 at 10:34. The pump was turned to min rate on (B)(6) 2017 and the healthcare provider and the nurse were informed on the motor stalls. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was interrogated indicating motor stalls. The actions and interventions taken to resolve the issue were unknown. The issue was not resolved at the time of the report. It was unknown if surgical intervention occurred. The patient status at the time of the report was noted as alive, with injury as the patient was in ICU (intensive care unit) on a ventilator. No further complications were reported.